Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A manufacturing record evaluation (nc search) was performed for the finished device product code:130770024, lot:5534376 and no non-conformances / manufacturing irregularities were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot a manufacturing record evaluation (nc search) was performed for the finished device product code:130770024, lot:5534376 and no non-conformances / manufacturing irregularities were identified. Added: b5

Event description:
Additional information was received: a: was there any specific allegation against the metaglene? No. B: could you please provide the affected side? Left.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the head of the screw broke off while final tightening. The screw head was partially in the metaglene when it broke. The broken head piece was removed from the wound and the rest of the screw was retained in the glenoid. The distal part of the broken screw was not able to be removed, so it was left in the patient. There was no delay in surgery. Doe: on (B)(6) 2025, affected side: unknown.